Manufacturer narrative:
The insulin pump received with blank display due to unplugged battery tube connector. After reconnect the connector, monitored and tested the insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked reservoir tube lip and severely scratched display window noted.

Event description:
The customer reported via phone call that they had a blank display. Customer did not bump or expose the insulin pump to moisture. The customer stated, the blank display recurs when a new battery was inserted. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.